Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00170, #3013450937-2023-00172, #3013450937-2023-00173, #3013450937-2023-00174, #3013450937-2023-00175, #3013450937-2023-00176.

Event description:
It was reported that a patient with an eleos proximal tibia replacement system is infected. The patient will be undergoing a revision surgery, however, it has not yet been scheduled. Attempts have been made and no further information has been made available.